Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels up to 565 mg/dl. Blood glucose level at the time of the incident was 300 mg/dl. Blood glucose level at the time of the call was 488 mg/dl. Caller reported that the high blood glucose levels were being treated with manual injections. The caller could not complete troubleshooting at the time of the call. The insulin pump was not replaced or returned for analysis.